Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer had been experiencing ongoing, intermittent high blood glucose (bg) levels and insulin injections were administered to address the bg level. The cause of the high bg was not known. However, the customer had been active and the it was thought that the infusion set cannula may have been bent. The infusion sets had been changed multiple times. The contact did not observe any bent cannulas after the infusion set had been removed. As the events had occurred in the past, a cause of the high bg could not be confirmed.